Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic after receiving a vibratory alert. Upon interrogation, it was noted that the alert was due to out of range increase in high voltage lead impedance. Dft test was successful when programmed to rv to can vector. Svc coil was turned off. The patient was stable.